Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: a review of the pump¿s black box data revealed loss of prime warnings due to the force not reaching zero. A prime sequence and 24 hour duration test were performed successfully with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications. The pump was opened and no damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.